Event description:
Pacu nurse got alaris pump module set from supply room. The nurse removed set from packaging. The nurse was about to remove the cap from the spike and notice that the spike was brown and broken in some places. The nurse removed set from the use and notified her manager.